Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and capsular contracture, was received on jan 31, 2020 with lot number 2001824. Visual analysis of the returned device identified, crease fold, underweight and wear abrasion. A microscopic analysis was performed which identified, one opening crease sharp on the radius and stress marks. Based on the device analysis the final assessment is: one crease sharp opening assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left side "possible rupture" and capsular contracture, baker grade iii. Device remains implanted.